Manufacturer narrative:
According to the customer, the dressing was used on the "bottom/side" of the "left foot" for "a couple of months." The customer reported "wound care" changed the dressing at home and the user continued using the product on the wound after home care services ended. The customer stated that the "foot [wound] never really healed" and that the left leg was "amputated below the knee." The customer said "doctors advised that they had a "[staph] infection on the inside." The customer reported receiving "blood transfusions." There was no direct confirmation that the lot number corresponded to the product used, and it is possible the lot number was referenced from a recall notification letter received by the customer, rather than from the actual product involved in the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the dressing was used on the "bottom/side" of the "left foot" for "a couple of months." The customer reported "wound care" changed the dressing at home and the user continued using the product on the wound after home care services ended. The customer stated that the "foot [wound] never really healed" and that the left leg was "amputated below the knee." The customer said "doctors advised that they had a "[staph] infection on the inside." The customer reported receiving "blood transfusions."